Event description:
It was reported by service report that the brakes would not disengage. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake crank assemblies.